Event description:
It was reported that a minor patient suffered complications following a bunionectomy and osteotomy, including development of a large hematoma on the top of the left foot and reddening around the incision area and the toes. Infection was ruled out.

Manufacturer narrative:
This reported incident is still being investigated. If and when further information is forthcoming, I-flow will file supplemental report.